Event description:
It was reported that the leadless implantable pulse generator (ipg) ventricular threshold gradually increased to a high threshold after implantation. Two and a half years later, the leadless ipg was inactivated and replaced with a trans-venous ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.